Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the material and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
The user facility reported that a blood leak occurred approximately 1 ½ hours after initiation of the patient's hemodialysis (hd) treatment. A split in the bloodline tubing occurred in a section of tubing positioned within the blood pump which resulted in the observed leak. The machine generated an air detected alarm and the hd treatment stopped. The blood within the extracorporeal circuit was returned, and then the patient was re-setup on the same machine. The hd treatment was continued and successfully completed without any further issues. Follow-up was received which confirmed that the section of tubing that split was positioned inside and made contact with the blood pump. No damage to the bloodline packaging was observed. The patient¿s estimated blood loss (ebl) was noted as being approximately 100 cubic centimeters (cc). No patient adverse effects were experienced and no medical intervention was required as a result of this event. The bloodline was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility. The hd treatment was completed using the same 2008t hd machine, and the complainant did not allege that the machine malfunctioned. The unit remains in use at the user facility.